Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2007 due to periprosthetic fracture.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2007-00142 / 00143.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty in 1984 with competitor product. Subsequently, patient was revised on (B)(6) 2000 due to a fractured stem. Competitor products were removed and replaced with a competitor cup, liner and a biomet calcar, stem and proximal segment. Patient underwent an arthrotomy on (B)(6) 2001 to remove the trochanter wires. Patient was further revised on (B)(6) 2007 due to a peri-prosthetic fracture. Competitor products were removed and replaced with biomet implants.